Event description:
According to the publication, bioglue was used during an aortic dissection and ascending aortic aneurysm repair procedure. The patient experienced glue embolism 45 days post-operatively, leading to acute limb ischemia. Of note, the publication indicates that seven 5 ml syringes of bioglue were used.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication by feghaly et al., bioglue (lot numbers unknown) was used to seal the false lumen and to reinforce the anastomotic sites during an ascending aortic dissection repair procedure. The patient experienced occlusion of the right common iliac artery 45 days post-operatively, leading to acute limb ischemia. Multiple fragments of polymerized bioglue, ranging in size from 2 to 12 mm, were removed from the artery and normal blood flow to the lower extremity was reestablished. The authors of the study deemed the most likely mechanism leading to the embolism to be a distal re-entry site from which bioglue may have gained access to the true lumen. The publication further indicated that a total of seven 5 ml syringes of bioglue were used: three syringes were used to adhere the dissected layers of the aorta back together and the remaining four were used on the outside of the aorta to reinforce the anastomoses. Clinical and medical reviews were performed for this complaint. As a result it was concluded that the amount of bioglue applied to adhere the dissected layers of the aorta back together was excessive and that bioglue most likely entered the circulatory system through a distal re-entry point causing the embolism observed in this patient. Although the extent of dissection and the amount of suture line requiring application is not clear, using such a large amount of bioglue on the outside of the aorta increases the potential for bioglue to pool around the left main coronary and could cause complications. The bioglue IFU was evaluated in response to this event. The IFU provides clear guidance regarding use of bioglue for aortic dissection surgery to ensure proper application techniques and to minimize the occurrence of complications such as embolization, including: keeping the surgical field dry, protecting the true lumen with gauze, or inserting a balloon catheter distal to the application site. Due to the range of variation in patient conditions and surgical techniques, a specific volume limit for usage is not provided; however, the IFU cautions to avoid overfilling the false lumen and spilling bioglue into the true lumen or surrounding tissue. In addition, the bioglue risk management plan was evaluated in response to this complaint. Although the risk analysis already addresses the risk of embolization and excessive application, slight changes to the rmp will be performed to address excessive application as a misuse of the device.